Event description:
It was reported that the patient underwent a mini-invasive spinal procedure. The patient had a rectangular burn on his back intraope ratively where the light box cable meets the light source. It was discovered immediately after surgery. The burn was about an inch and a half around. The hospital confirms that the light source was used with a light box setting on around 300 watts. The hospital stated that the staff was not aware of the warning label on the product packaging that references using a 100 watt light source. Reportedly, the patient was treated at the office and given a cream. No other patient complications were reported.

Manufacturer narrative:
Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.